Event description:
A report was received that the patient developed an infection. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patients infection was located at the ipg site. There were no symptoms noted. An allergy test was taken and the results came back negative. It was believed that the infection was not device or procedure related and the cause was unknown. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed an infection. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patients allergist determined that the patient has an allergy to epoxy.

Event description:
A report was received that the patient developed an infection. The patient will undergo an ipg revision procedure.